Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarms. The customer states they had gone through 6 reservoirs every three days. The customer's blood glucose level was 400mg/dl. The customer treated the high with reservoir change and bolus. The customer declined to troubleshoot for the highs. No further assistance provided.